Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer regarding the delivery or hydromorphone (20mg/ml, 7.103 mg/day flex dosing) in an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The patient's condition of kyphosis led to pinching, which caused pain (extreme discomfort). The surgery to correct the positioning of the pump (re-locate) was scheduled for (B)(6) 2015. The healthcare provider (hcp) was reportedly "negative about it" and did not want to position the pump the reporter thought it should be positioned. The hcp also mentioned lowering the dose during surgery and the reporter also had concerns about that. The hcp felt it was not a good idea to re-route the catheter with the possibilities of infection. It further stated the manufacturer representative (who was present at the last pump refill in (B)(6) 2015) thought the pump should also be replaced during the revision because it was close to normal pump battery longevity (within a year). The reporter felt the way the hcp wanted to position on the patient's side will only be a "quick fix" and not a longer term solution. The reporter felt the hcp wanted to make more money by having to go back and replace the pump in another year for longevity. The reporter wanted another physician's opinion.

Event description:
Additional information received from the consumer indicated the patient had worsening kyphosis and scoliosis. The patient could not walk upright; at about a "90 degree angle." The patient had 3 vertebrae stick up at the lower thoracic to lumbar area. The pump was flipping and the healthcare provider (hcp) was afraid the pump was about to erode through the skin. Revision surgery was scheduled, but it was cancelled due to the manufacturer representative mentioning the hcp would probably elect to replace the pump and move it posteriorly. However, the hcp would not replace the pump and would only suture it down in the existing location. It was noted the hcp was thinking of reducing the patient's medication. The patient had an appointment with the hcp and office manager to clear up any miscommunication. Physician listings were requested because the reporter was looking to replace the pump. The reporter was worried if a different surgeon replace and re-position the pump , the current hcp would no longer refill the pump, so a list of cl oser physicians was requested. History: kyphosis, scoliosis, seizure disorder, problems communicating

Event description:
It was reported that the patient had a back condition where they would lean forward 90 degrees at all times. The way the pump was situated caused pinching for the patient. The issue that began on 2013, became less and less tolerable for the patient. It was further stated that at refill appointments, the pump changed positions where they had to ¿flip it up or down¿ to be able to refill. The pump was sometimes noted to be ¿standing on end.¿ the healthcare provider (hcp) told the patient that this was not uncommon. At the last appointment, there was discussion of a revision to reposition the pump, but the status of the revision was unknown. It was unknown what drug the pump was used to deliver at the time of the event (reporter provided the spelling of ¿hydromorzhine¿, but also mentioned dilaudid). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).